Event description:
In 2004, the pt contacted lifescan alleging that their one touch ultra smart meter was reading inaccurately high. The previous day, while seeing their physician, pt tested with the reported meter and obtained a result of 290 mg/dl. At the same time, a lab blood glucose test was performed on a finger stick blood sample. The pt uses an insulin pump and took 6 units of humalog insulin based on the reported meter result. Pt follows a regimen of taking 1 add'l unit of humalog insulin for every 30 mg/dl increment above a meter result of 120mg/dl. Approx 2 hrs later pt experienced a "prickling" sensation in their mouth, which is their usual symptom of hypoglycemia. Pt tested with the meter and obtained a result fo 56 mg/dl, which was the pt's usual symptom of hypoglycemia. Pt treated the hypoglycemia by eating 2.5 units of carbohydrate. Following the hypoglycemic incident, the pt learned that the lab test result done at the same time as the meter test was 182 mg/dl. Based on statistical methodology, the calculated difference of the meter and lab glucose results exceeds the expected value of <=20%, thereby indicating a potential malfunction of the meter in terms of accuracy. The customer care rep walked the pt through a control solution test, which fell within the specified control solution range. The product passed a quality control test; however, the result of 290 mg/dl appears to have been an inaccurate result compared to the lab test. The pt based their insulin dosage on the inaccurately high meter result and, as a result, experienced hypoglycemia. Therefore, the product contributed to the pt's injury. The event meets the criteria for a medical device reportable as an adverse event. The meter was replaced.